Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) received an inappropriate shock while at work and was subsequently hospitalized. Therapy was programmed off to prevent further inappropriate shocks. Upon data review, it was confirmed that the shock was delivered due to over-sensed noisy signals. Provocative maneuvers and exercise testing were performed, but the noise was not reproducible. The patient was discharged, but therapy remains programmed off. Data was forwarded to boston scientific technical services (ts) was contacted and it was discussed that the signals were the result of changes in the impedance pathway of the sensing vector. Further provocative maneuvers were strongly recommended, as well as diagnostic imaging to assess the system integrity. At this time, the s-ICD system remains implanted and the patient was stable.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) received an inappropriate shock while at work and was subsequently hospitalized. Therapy was programmed off to prevent further inappropriate shocks. Upon data review, it was confirmed that the shock was delivered due to over-sensed noisy signals. Provocative maneuvers and exercise testing were performed, but the noise was not reproducible. The patient was discharged, but therapy remains programmed off. Data was forwarded to boston scientific technical services (ts) was contacted and it was discussed that the diagnostic images provided did not show evidence of a system placement issue. It was unclear whether the inappropriate therapy was delivered due to air entrapment or a sense node b issue. Because the patient was worried about receiving more inappropriate shocks, the physician elected to surgically explant and replace the s-ICD system with a transvenous system to resolve the event. No additional adverse patient effects were reported. The s-ICD system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) received an inappropriate shock while at work and was subsequently hospitalized. Therapy was programmed off to prevent further inappropriate shocks. Upon data review, it was confirmed that the shock was delivered due to over-sensed noisy signals. Provocative maneuvers and exercise testing were performed, but the noise was not reproducible. The patient was discharged, but therapy remains programmed off. Data was forwarded to boston scientific technical services (ts) was contacted and it was discussed that the diagnostic images provided did not show evidence of a system placement issue. It was unclear whether the inappropriate therapy was delivered due to air entrapment or a sense node b issue. Because the patient was worried about receiving more inappropriate shocks, the physician elected to surgically explant and replace the s-ICD system with a transvenous system to resolve the event. No additional adverse patient effects were reported. This s-ICD electrode was received for analysis.